Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. (Checked hospitalization). Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. There is only one setscrew mark on the is-1 connector pin and it is too proximal - lead was not fully inserted into the device. The outer tubing overlay has cosmetic environmental stress cracks and the outer tubing has depressions throughout the lead at various locations. The defibrillation conductor is distorted throughout the lead at various locations and the connector pin is bent. There was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead had high impedance. The lead was replaced. No patient complications have been reported as a result of this event.